Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 36 and 48 hours on the leg. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by patient activating a new pod, drinking water to flush his system, and increasing his basal rate. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when these damages occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin while the pod was worn.